Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Correction: investigation unit found that rather than the cartridge leaking, the luer on the infusion set had been damaged by the customer and was leaking.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device instead of being pumped into the infusion set. The patient was diagnosed with diabetic ketoacidosis and was treated in the hospital. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.